Manufacturer narrative:
Returned device was received in worn physical condition. During the evaluation of the device, the reported issue was able to be confirmed. The device had faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer would not stay within calibration an would go over temperature. There were no reported adverse events.

Manufacturer narrative:
Corrected information: there was no patient involvement. A manufacturing device history review (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: g1, h6, h10.